Event description:
Chunks of tampon/fibers have been coming off- vagina [foreign body in reproductive tract]. Chunks of tampon/fibers have been coming off [device breakage]. Swapping tampon for a new one...applicator came out with bits of the previous one (tampon) on [complication of device removal]. Consumer reported via e-mail that chunks of tampon fibers have been coming off. No serious injury was reported.

Manufacturer narrative:
No manufacturing cause identified based on investigation.

Event description:
Chunks of tampon/fibers have been coming off- vagina [foreign body in reproductive tract] chunks of tampon/fibers have been coming off [device breakage] swapping tampon for a new one...applicator came out with bits of the previous one (tampon) on [complication of device removal] consumer reported via e-mail that chunks of tampon fibers have been coming off. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Chunks of tampon/fibers have been coming off- vagina [foreign body in reproductive tract]. Chunks of tampon/fibers have been coming off [device breakage]. Swapping tampon for a new one...applicator came out with bits of the previous one (tampon) on [complication of device removal]. Case description: consumer reported via e-mail that chunks of tampon fibers have been coming off. No serious injury was reported.